Event description:
It was reported that the patient was experiencing loss of stimulation and difficulty charging the implantable pulse generator (ipg) as it was taking a long period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.